Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events of gastrointestinal bleeding, mycotic aneurysm, and intracerebral hemorrhage could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for these alarms, as well as a direct relationship to the report of "multiple thrombus", could not be conclusively established. The account communicated that the patient experienced low flow alarms and decreasing doppler pressures. The patient's family decided to place a do not resuscitate order. The patient subsequently expired on 01sep2022 due to multiple thrombus, gastrointestinal bleeding, chronic driveline infection, and parietal intracerebral hemorrhage for mycotic aneurysm status post craniotomy. The outcome was reportedly not device or therapy related. The system controller event log files contained events from 11aug2022 through 31aug2022, per the timestamps. The system controller periodic log files contained data from 20jul2022 through 31aug2022. Multiple low flow hazard alarms were captured throughout the files. No other notable events or alarms were captured. The pump appeared to function as intended. The customer reported that no additional information could be provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombosis, peripheral thromboembolic events, bleeding, driveline infection, and stroke, that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU provides information on caring for the driveline exit site as well as controlling infection.. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multiple thrombus, gastrointestinal bleeding, chronic driveline infection, and parietal intracerebral hemorrhage for mycotic aneurysm status post craniotomy. The patient experienced low flow alarms and decreasing doppler pressures. The patient's family ultimately decided to place a do not resuscitate order for the patient.